Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The end-user was advised to follow up with the doctor or visit the emergency room as needed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 07/25/2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the end-user experienced bleeding (extent of the bleed cannot be determined), from the stoma ten (10) days ago after two (2) days of product use. It is further reported that the bleed has stopped and is related to the application of a hollister spray. Lastly, the end-user has contacted a physician and is waiting for a return call.